Manufacturer narrative:
This instrument has been investigated. On 2-15-2017 an ocd field engineer (fe) arrived at the customer site and checked the probe & wash station and both were ok. Syringe was ok. Images were very clear and square. The reference image was good. Reader camera was set to 114 upon arrival. The fe cleaned the optics, diffuser plate, and checked the reader camera fine adjustment which changed to 117 (range 101 to 128). The fe did camera alignment and performed a new reference image. The customer ran and verified qc without issue. Repairs have returned this instrument to expected operation.

Event description:
The customer reported the ortho provue gave false negative antibody screening results to 2 samples that were positive in manual gel. No erroneous results were reported. Incident 2 of 2. (B)(4).